Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excessive pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain ("pain"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and pain outcome was unknown. The reporter considered pain and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/essure migration"), endometritis ("infection (other) describe: endometritis"), salpingitis ("salpingitis") and pelvic pain ("excessive pain/ pain pelvic pain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included bloating, constipation, cholecystectomy in 2008 and appendectomy. Previously administered products included for an unreported indication: iud. Concurrent conditions included anxiety, depression, hypothyroidism, migraine, temporomandibular joint disorder, painful intercourse, tooth pain, tooth abscess, fever, abdominal pain, vomiting, illness, decreased appetite, benign neoplasm of ovary, bleed in luteal cyst, right lower quadrant pain, cyst, renal disorder, distended bile duct, renal cyst nos, abscess, renal neoplasm and polycystic ovary. Concomitant products included atorvastatin, estrogens conjugated (premarin), hydrocodone, levothyroxine, levothyroxine sodium, levothyroxine sodium (synthroid), nortriptyline, paracetamol (tylenol), salbutamol (albuterol), sertraline hydrochloride (zoloft) and topiramate. On (B)(6) 2006, the patient had essure inserted. In 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2006, the patient was found to have weight increased ("weight gain"). In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), tooth fracture ("dental problems my teeth just started breaking"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced dizziness ("neurological conditions type: dizziness") and tinnitus ("tinutis"). On (B)(6) 2011, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced device expulsion ("expulsion of essure device/essure migration"), mood swings ("hormonal changes describe: mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), the first episode of pollakiuria ("increased frequency of urination"), nausea ("nausea") and the second episode of pollakiuria ("increased frequency of urination"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced anxiety ("anxiety"), depression ("depression") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). On an unknown date, the patient experienced pain ("pain"), abdominal distension ("bloating"), constipation ("constipation"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary disorder") and infection ("infection"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy, oophorectomy (one side removal). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, endometritis, salpingitis, device expulsion, vaginal haemorrhage, pain, mood swings, night sweats, hot flush, anxiety, depression, headache, ovarian cyst, nausea, tooth fracture, dysmenorrhoea, alopecia, dyspareunia, abdominal distension, constipation, bladder disorder, urinary tract disorder, the last episode of pollakiuria, menorrhagia and infection outcome was unknown, the pelvic pain, cystitis, migraine, dizziness and tinnitus had resolved and the weight increased was resolving. The reporter considered abdominal distension, alopecia, anxiety, bladder disorder, constipation, cystitis, depression, device expulsion, dizziness, dysmenorrhoea, dyspareunia, endometritis, fallopian tube perforation, headache, hot flush, infection, menorrhagia, migraine, mood swings, nausea, night sweats, ovarian cyst, pain, pelvic pain, salpingitis, tinnitus, tooth fracture, urinary tract disorder, vaginal haemorrhage, weight increased, the first episode of pollakiuria and the second episode of pollakiuria to be related to essure. The reporter commented: date of removal - (B)(6) 2011 and (B)(6) 2013 uterus and left fallopian tube, unilateral salpingo-oopherectomy. Current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.64 kgs. Computerised tomogram abdomen - on (B)(6) 2011: 18 mm lesion along the medial inferior aspect of the right kidney. This does not have the typical appearance of a cyst. Differential considerations include focal pyelonephritis or abscess, complicated cyst or mass. Ultrasound would be helpful for further evaluation.. Computerised tomogram kidney - on (B)(6) 2011: no evidence for right renal mass or cyst. Therefore, the finding on the CT represents either a renal abscess or lobar nephronia. The iud is not appropriately positioned and therefore will not serve as a contraceptive. This appears to have perforated outside of the uterus.. Ultrasound scan - on (B)(6) 2011: confirms a normal appearing right ovary.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : migraines, headaches, dyspareunia, depression, pelvic pain, pain nausea, ovarian cyst, urinary tract infection and pollakiuria. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: plaintiff fact sheet- events bladder problem, urinary disorder, increased frequency of urination, menorrhagia, infection were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/essure migration"), endometritis ("infection (other) describe: endometritis"), salpingitis ("salpingitis") and pelvic pain ("excessive pain/ pain pelvic pain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included bloating, constipation, cholecystectomy in 2008 and appendectomy. Previously administered products included for an unreported indication: iud. Concurrent conditions included anxiety, depression, hypothyroidism, migraine, temporomandibular joint disorder, dyspareunia, tooth pain, tooth abscess, fever, abdominal pain, vomiting, illness, decreased appetite, benign neoplasm of ovary, bleed in luteal cyst, right lower quadrant pain, cyst, renal disorder, dilatation biliary tract, renal cyst nos, abscess, renal neoplasm and polycystic ovary. Concomitant products included atorvastatin, estrogens conjugated (premarin), hydrocodone, levothyroxine, levothyroxine sodium, levothyroxine sodium (synthroid), nortriptyline, paracetamol (tylenol), salbutamol (albuterol), sertraline hydrochloride (zoloft) and topiramate. On (B)(6)2006, the patient had essure inserted. In 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2006, the patient was found to have weight increased ("weight gain"). In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), tooth fracture ("dental problems my teeth just started breaking") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced dizziness ("neurological conditions type: dizziness") and tinnitus ("tinutis"). On (B)(6)2011, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). In (B)(6)2011, the patient experienced device expulsion ("expulsion of essure device/essure migration"), mood swings ("hormonal changes describe: mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), pollakiuria ("increased frequency of urination") and nausea ("nausea"). On (B)(6)2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2012, the patient experienced alopecia ("hair loss"). In (B)(6)2013, the patient experienced anxiety ("anxiety"), depression ("depression") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). On an unknown date, the patient experienced pain ("pain"), abdominal distension ("bloating") and constipation ("constipation"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy, oophorectomy (one side removal). Essure was removed on (B)(6)2013. At the time of the report, the fallopian tube perforation, endometritis, salpingitis, device expulsion, vaginal haemorrhage, pain, mood swings, night sweats, hot flush, anxiety, depression, pollakiuria, headache, ovarian cyst, nausea, tooth fracture, dysmenorrhoea, alopecia, dyspareunia, abdominal distension and constipation outcome was unknown, the pelvic pain, cystitis, migraine, dizziness and tinnitus had resolved and the weight increased was resolving. The reporter considered abdominal distension, alopecia, anxiety, constipation, cystitis, depression, device expulsion, dizziness, dysmenorrhoea, dyspareunia, endometritis, fallopian tube perforation, headache, hot flush, migraine, mood swings, nausea, night sweats, ovarian cyst, pain, pelvic pain, pollakiuria, salpingitis, tinnitus, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of removal - (B)(6)2011 and (B)(6)2013 uterus and left fallopian tube, unilateral salpingo-oophorectomy. Current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.64 kgs. Computerised tomogram abdomen - on (B)(6)2011: 18 mm lesion along the medial inferior aspect of the right kidney. This does not have the typical appearance of a cyst. Differential considerations include focal pyelonephritis or abscess, complicated cyst or mass. Ultrasound would be helpful for further evaluation.. Computerised tomogram kidney - on (B)(6)2011: no evidence for right renal mass or cyst. Therefore, the finding on the CT represents either a renal abscess or lobar nephronia. The iud is not appropriately positioned and therefore will not serve as a contraceptive. This appears to have perforated outside of the uterus.. Ultrasound scan - on (B)(6)2011: confirms a normal appearing right ovary.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : migraines, headaches, dyspareunia, depression, pelvic pain, pain nausea, ovarian cyst, urinary tract infection and pollakiuria. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and mr received. Reporter information were added and updated. Event verbatim were updated as excessive pain/ pain pelvic pain. New events added from pfs: abnormal bleeding (vaginal), mood swings, night sweats, hot flashes, infection (bladder/ urinary tract/vaginal) type: bladder, endometritis, anxiety, depression, increased frequency of urination, migraines, headaches, reproductive system disorder or condition type of disorder or condition: ovarian cysts, nausea, dental problems my teeth just started breaking, dizziness, tinnitus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, bloating, constipation, perforation (fallopian tube(s))/essure migration, weight gain, hair loss, essure confirmation test: no and expulsion of essure device/essure migration were added. Insertion date was added and removal date was updated. Medical history, concomitant drug and lab data were added. Outcome of the event pelvic pain were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excessive pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain ("pain"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and pain outcome was unknown. The reporter considered pain and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.